Event description:
It was reported that during an unknown procedure, the hand switch could not be used. The foot switch was able to be used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.